Manufacturer narrative:
(B)(4). The analysis found that one ntlc75 device was returned in good visual condition and with no cartridge reload present. It was noted that one of the bearings was on the device and one loose taped on the device. However, no issues with the saddle pin were noted. No functional test was performed due the condition of the device. While no conclusion could be reached as to how the bearing became detached, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, a saddle pin cap of the device was found on the operating table after firing. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the device was reassembled with the saddle pin cap. The phenomenon described by the customer was only able to be duplicated by applying a moment to the handles in a manner that would create a gap between the wall of the handle shroud and the mating surface of the saddle pin cap. The method of duplication was not consistent with the normal (and intended) use of the device. The components which would most likely contribute to the phenomenon were measured for dimensional conformance. No non-conforming dimensions were found.